Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Reportedly, the customer's blood glucose level was 350 mg/dl; however, customer was unsure if elevated blood glucose level was due to cartridge alarm. Customer indicated that a new cartridge would be loaded.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.